Manufacturer narrative:
Additional information: additional information received confirmed that the lens was fully inserted and removed due to broken haptic. The procedure was completed with a backup lens of the same model. The date of incidence was 7/17/23. There was no patient injury and no other medical or surgical intervention was required. There was no use error. Surgeon name: (B)(6).. The following sections have been updated accordingly: section b3: date of event: jul 17, 2023 section b5: describe event or problem: account verified that the lens was fully inserted and removed due to broken haptic. The procedure was completed with a backup lens of the same model. There was no patient injury and no other medical or surgical intervention was required. There was no use error. Section e1: (B)(6). Section e2: health professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens had a broken haptic which was observed during handling prior to insertion. There was no patient contact. Additional information confirmed that there was patient contact and stated that the lens was loaded into a cartridge and injected into the eye. At this stage as it came through the cartridge it was noted to have a broken haptic so it was removed from the patients eye and a new lens was used. The product is not available for return. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. E1: reporter: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.